Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced a high number of episodes in counters that appeared to be false. The icm had reached end of service (eos). The device remains in use. No patient complications have been reported as a result of this event.